Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2008, ganglion cyst in 1999 and loop electrosurgical excision procedure. Concurrent conditions included anxiety and general body pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/prob"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract disorder, menorrhagia, hypersensitivity, hormone level abnormal, bladder disorder, vaginal discharge, fatigue, alopecia, nervous system disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic , back, abdomen pain, menorrhagia, dysmenorrhea, hormonal changes, fatigue, headache, urinary and bladder problems,neuro problem, vaginal disch, dyspareunia, hair loss she received treatment for hypersensitivity: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section on (B)(6) 2008, ganglion cyst in 1999 and loop electrosurgical excision procedure. Concurrent conditions included anxiety and general body pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/prob"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract disorder, menorrhagia, hypersensitivity, hormone level abnormal, bladder disorder, vaginal discharge, fatigue, alopecia, nervous system disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic , back, abdomen pain, menorrhagia, dysmenorrhea, hormonal changes, fatigue, headache, urinary and bladder problems,neuro problem, vaginal disch, dyspareunia, hair loss she received treatment for hypersensitivity: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and mr received, new reporter , patient relevant information essure lot number ,expiration date , stop date and lab data were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problems"), menorrhagia ("menorrhagia"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nervous system disorder ("neuro condition/prob"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed. At the time of the report, the pelvic pain, back pain, dysmenorrhoea, dyspareunia, abdominal pain, urinary tract disorder, menorrhagia, hypersensitivity, hormone level abnormal, bladder disorder, vaginal discharge, fatigue, alopecia, nervous system disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nervous system disorder, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic , back, abdomen pain, menorrhagia, dysmenorrhea, hormonal changes, fatigue, headache, urinary and bladder problems,neuro problem, vaginal disch, dyspareunia, hair loss she received treatment for hypersensitivity: unknown diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: patient demographic details, indication for use, and insertion date were updated. Event injury was replaced with pelvic , back, abdomen pain, fatigue, headache, urinary and bladder problems, menorrhagia, dysmenorrhea, hormonal changes, dyspareunia, hypersensitivity, migraine, hair loss, vaginal discharge added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.